Event description:
A surgeon reported that two years following intraocular lens (iol) implant surgery, the pt now reports glare and contrast difficulties. Upon examination, the surgeon noted glistenings within the iol. The reporting surgeon did not perform the lens implant. The pt reported that while his postoperative visual acuity was 20/15, his vision is worse now. At the request of the pt, the implanting surgeon was not contacted. The pt did not desire any follow up to be performed.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the request of the pt, the implanting surgeon was not contacted. The pt did not desire any follow up to be performed. (B)(4).